Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: device history lot device history lot part: 03.010.473, lot: 9171664, manufacturing site: (B)(4), release to warehouse date: 24. Feb. 2015. The device history record shows this lot of 48 pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all functional, visual and packaging criteria at the time of release with no issues documented during the manufacturing process. Only top level of the device history record reviewed as sub-components are not lot tracked. Device history batch null, device history review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Investigation summary background: it was reported that on an unknown date, during an unknown event, a stardrive screwdriver tip was bent. Two (2) guide shafts with flat s inserter tips had been twisted and broken off. A universal chuck with t-handle was badly bent. An interlock screwdriver tip was bent. A pair of ratchet reduction forceps with narrow points had both tips broken off. A pair of bending pliers for reconstruction plates fell apart. The tip of depth gauge screws broke off the measurer. Patient involvement and consequence are unknown. Device evaluation: broken visual inspection: upon visual inspection, it was observed that the interlock screwdriver t25/3.5 mm hex/224 mm (03.010.473, 9171664) also was observed to have its distal tip broken. The tip of the screwdriver was fractured medially so the missing fragment consists of the distal, lateral surface of the screwdriver extending to the nearest step of the screwdriver shaft. Minimal surface wear was observed which is consistent with the age of the device (4 years). The received condition was determined to agree with the complaint description. No definitive root cause could be determined as of yet. Dimensional inspection: due to post-manufacturing deformation, dimensional inspection could not be conducted. During the document/specification review the following drawings, reflecting the current and manufactured revision, were reviewed. 3.5 mm hex screwdriver inter-lock: 03.010.473. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Investigation conclusion: the interlock screwdriver t25/3.5 mm hex/224 mm (03.010.473, 9171664) was observed to the broken, and as such, the complaint is confirmed. No new product design issues or manufacturing discrepancies were identified during this investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based upon the investigation findings, no additional corrective and/or preventative action is proposed as the complaint condition was deduced to be due to packaging distribution. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. A device history record review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, several devices were discovered damaged. The 2.4mm stardrive screwdriver shaft tip was bent. The two (2) dynamic hip screw/dynamic condylar screw (dhs/dcs) guide shaft with flat s inserter tip have twisted and broken off. The universal chuck with t-handle was bent badly. The inter-lock screwdriver tip was bent. The reduction forceps with points narrow-ratchet both tips were broken off. The bending pliers for reconstruction plates, the piece holding bender together fell out, so pieces no longer stay together. The tip of depth gauge screws broke off the measurer. Patient involvement and consequence are unknown. This report is for an inter-lock screwdriver. This is report 3 of 5 for (B)(4).